Event description:
The product td-24c is an industrial product. This is the detailed report of the problem: the actual pad has been pressed into the seal. Unable to open without contaminating the item.